Manufacturer narrative:
This pt with esrd on peritoneal dialysis using a cycler was hospitalized for symptomatic atrial fibrillation. Reportedly there was no history of device malfunction and it is unlikely the device or the peritoneal dialysis therapy caused or contributed to this event of paroxysmal atrial fibrillation. This event does not meet criteria of serious injury MDR, however, the device had not been fully investigated and therefore will be reported as a serious injury. A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
The following is based on medical records provided by the pt's treatment facility. This peritoneal dialysis (pd) pt was admitted for paroxysmal atrial fibrillation with an uncontrolled rate. He was treated with metoprolol and amiodarone. No further information was available at the time of this report.